Event description:
Customer reported blood glucose results 79 mg/dl on compact plus system, 141 mg/dl on nano system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).